Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the black pulse wire. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor cannot run detect and treat testing.